Event description:
It was reported that the patient experienced the device no longer inflating with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon were explanted and a new ambicor penile prosthesis (app) was implanted. Should additional relevant details become available, a supplemental report will be submitted.